Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting impedance issues and high capture threshold. After performing an x-ray, the lead was discovered to be fracture. Another lead was set in its placed. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting impedance issues and high capture threshold. After performing an x-ray, the lead was discovered to be fracture. Another lead was set in its placed. No adverse patient effects were reported.